Event description:
Pt admitted to hosp for removal and replacement of deflated breast tissue expander. Pt was not involved in any trauma. MFR is unknown. Pt authorized hosp to dispose of explanted tissue expander.